Event description:
A microvasive 4cm 4 wire mechanical lithotriptor basket was used to extract stone but got stuck. Mechanical lithotripsy was performed. Stone could not be broken and handle got deformed during attempts. The basket could not be opened anymore nor could it be moved up the bile duct. The handle was cut off and a sohendra mechanical lithotripsy device was used. Using this device, the basket wire broke near the handle. Another mediglobe basket was used to try and remove the stone and prior basket. Both baskets got stuck and the mediglobe basket beoke off in the middle and stayed in the bile duct. Baskets and stones were removed seven days later using a percutaneous transhepatic approach.